Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient on (B)(6) 2008. According to the complainant, the patient experienced injuries (specifics unknown). The physician has been contacted; no additional information is available at this time. Should additional relevant details become available, a supplemental report will be submitted.